Event description:
Baxter reported that the patient over twisted the clamp on the transfer set until it breaks the plastic mechanism underneath. Prophylactic antibiotics ip (vancomycin and gentamycin) were given. The hospital reports this event occurs around once a month. Also the hospital believes, the patient is deliberately breaking the transfer set. The staff has attemped to break a transfer set with no success.